Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-00260. The merlin programmer estimated the longevity of the battery incorrectly. The incorrect measurement was noted during the ICD analysis on mar 28, 2019. The patient was stable